Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit oversensing of noisy signals on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and further evaluation was recommended. Additional information was received that reprogramming was performed. No adverse patient effects were reported. At this time, this device remains in service.